Event description:
The subject device was inserted into a microcatheter and was advanced proximal to the aneurysm with some resistance. The physician decided to withdraw the main coil and upon inspection, it seemed to have lost some of the polymer. The physician removed the microcatheter from the pt and injected saline through it; it was observed that material came out of the distal tip of the microcatheter. No complications were reported to have occurred with the pt during this event.